Manufacturer narrative:
Product ID 39565-65, (B)(4), implanted: (B)(6)2012 explanted: product type lead. Product ID 37751, (B)(4), implanted: explanted: product type recharger. Product ID 37744, (B)(4) implanted: explanted: product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The consumer clarified that they had no issue with the patient programmer and they were referring to the recharger the whole time. The consumer later stated that the patient is getting the device replaced next (B)(6) ((B)(6)2018). They stated something was not right, it was inconsistent. The patient was having shocking going down to their feet which was what it was supposed to do but it was also going around the left hip and to the lower front left quadrant. The patient would get shocked when they stood up. The lead incision site felt like it was pinching/biting. They had an xray done and everything looked fine but they stated they would inspect the connection once they get in there. The patient's weight was provided. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(4), ubd: , UDI#: ; product ID: 37744, serial/lot #: (B)(4), ubd: (B)(6) 2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain and rsd/causalgia-complex regional pain syn. It was reported that the patient (pt) was having trouble with coupling since 2018 - pt used to get 8 boxes but was now getting 4-6 and it was taking longer to charge the ins. The consumer stated this occurred the past couple of weeks. The consumer reported the back light was not working on the programmer since (B)(6) 2018. It was stated that the sound was not working on the programmer since (B)(6) 2018. It was confirmed that the pt received the recharger equipment but felt that there was something not right since (B)(6) 2018 so they wanted to have the ins and the leads checked. It was suggested that the pt contact their health care professional (hcp) and request to have the ins and the leads checked. The consumer inquired information regarding a manufacturer representative (rep), the rep role was reviewed and a message was sent to the local rep. The patient was transferred to repair and the recharger was replaced. No symptoms were reported. No further complications were reported.